Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that following an infusion set change, his blood glucose was 428 mg/dl. The customer reportedly received a no delivery alarm on the insulin pump while attempting to deliver a bolus. Troubleshooting was performed. During fixed prime, insulin did not exit. After customer was advised to disconnect and reconnect reservoir and infusion set, he was able to push insulin through the tubing. During manual prime, insulin exited and it was advised the insulin pump was working as designed and the alarm was caused by the infusion set and reservoir.